Manufacturer narrative:
The device was not returned to mmdg for evaluation. Because the pump was not returned to mmdg, no investigation could be completed. Based on the information provided in the complaint it is unclear if the pump failed to deliver or not. This report will be updated if any further information is received.

Event description:
The initial reporter stated that the pump bolus was not being administered. They stated that the pump would beep twice when the bolus button was pushed, indicating that the bolus is being delivered, but that they did not feel that it was delivering. They also stated that they checked the IV bag at one point, and that the bag was still "full of medication". Mmdg did follow up with the initial reporter who stated that the pump was replaced and that the patient had not had any adverse effects due to the complaint. [(B)(4)].